Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to e52 alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.